Event description:
Lasik eye surgery performed to correct myopia and astigmatism. Resulted in severe halo, ghosting, starburst, eye strain, muscle coordination problems, photosensitivity, severe dry eyes (i.e., permanent eye damage even though reporter has visual acuity of 20/20).